Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate continuous glucose monitor values 1 day after the sensor was inserted in the abdomen. On 06/21/2024, the patient experienced confusion and eventually loss of consciousness for several hours. The cgm was reading in the 100's mg/dl and the blood glucose reading was not even 30 mg/dl. The parent called an ambulance, and the patient was transported to the hospital around 7 am that morning. The patient was treated with intravenous drips in the ambulance. The patient then regained consciousness at 10 pm that evening. He recovered after treatment and went home at 1 pm on (B)(6) 2024. The patient reportedly did another fingerstick at an unspecified time and the readings was 238 mg/dl while the bg was 160 mg/dl. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient loses consciousness. The reported glucose values fall b zone of the parkes error grid at an unspecified time. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.